Event description:
Cook catheter placed during mother's labor on (B)(6) 2019. Infant delivered on (B)(6) 2019, diagnosed with sepsis due to escherichia coli shortly after birth and died on (B)(6) 2019. Unsure if device was related to death. FDA safety report ID# (B)(4).